Manufacturer narrative:
Qn#(B)(4). The defective device was returned for examination. Reported defect can be confirmed. One hole I rupture was found in the bottom part of memobag. The defect was caused by use of excessive force within bag retrieval. Due to this the foil got stretched which led to the rupture of the bag. Remaining parts of complained product do not show any traces corresponding with usage of excessive force within retrieving the bag. The closure wire was not detached from the bag and both eyes of closure wire are not damaged. A device history record review was performed, and no relevant findings were identified. As the root cause of this complaint was determined unintentional user error related, no corrective I preventive actions in production are deemed necessary to introduce. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a

Event description:
It was reported that "the memobag was torn in the abdominal cavity during use. Therefore, the bag was removed and replaced with a new one to complete the procedure. Nothing fell/remained in the patient and no injury to the patient occurred". The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "the memobag was torn in the abdominal cavity during use. Therefore, the bag was removed and replaced with a new one to complete the procedure. Nothing fell/remained in the patient and no injury to the patient occurred". The patient status is reported as "fine".